Manufacturer narrative:
Reported event: an event regarding range of motion (rom) and instability involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it as reported that the patient was reported due to stiffness and instability. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The following was reported "left knee revision performed today. Pt. Received an I&d and liner-swap of a left ts-revision knee on (B)(6) 2023. Pt presented with stiffness and inability to bend his knee. Dr. Opted to perform another soft-tissue revision and removal of scar-tissue. The ts+ liner was swapped as well. All other components were left in-situ. No complaints filed against the component themselves. No further info available."